Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 419 mg/dl. The customer indicated that the pump was dropped and treated with insulin. The customer was not able to perform pump check because of critical pump error. The product will not be returned for analysis.